Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation at follow-up, an error message was observed and the device was unable to be interrogated. The issue will be resolved by replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Event description:
Additional information received indicated at follow-up the device was able to be interrogated and the battery was good. The physician elected to take no further action.